Manufacturer narrative:
Device evaluation by MFR: the synergy ous mr 3.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination noted that the stent was not returned. The crimped stent outer diameter measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and the balloon appeared to have been subjected to pressure. Crimp markings were visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22mar2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely calcified distal left circumflex (lcx). A 3.50 x 16mm synergy drug eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent was not returned.